Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. A brown colored foreign matter can be seen on the side of the plunger stopper. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿, the device experienced foreign matter within the device fluid pathway. The following information was provided by the initial reporter. The customer stated: when the package is opened and ready for use defect: contamination of inner wall impact: no impact on patients and users. Claims: no claims required customer appeal: none at present.

Event description:
It was reported when using the bd preset¿ eclipse¿, the device experienced foreign matter within the device fluid pathway. The following information was provided by the initial reporter. The customer stated: when the package is opened and ready for use. Defect: contamination of inner wall. Impact: no impact on patients and users. Claims: no claims required. Customer appeal: none at present.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ eclipse¿, the device experienced foreign matter within the device fluid pathway. The following information was provided by the initial reporter. The customer stated: when the package is opened and ready for use defect: contamination of inner wall. Impact: no impact on patients and users. Claims: no claims required. Customer appeal: none at present.